Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood in/on helix mechanism; full lead returned.

Event description:
It was reported the model 4068 atrial and ventricular leads had low impedance. The leads were capped and replaced. Lead model 5076 had high atrial impedances at implant attempt. The lead was not used and was replaced. No patient complications were reported as a result of this event.